Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - this lot was manufactured between december 10, 2013 and december 11, 2013. Evaluation summary: baxter received one unit for evaluation with approximately 70ml of fluid in the bladder. Visual inspection showed no evidence of leak at the fill-port when the fill-port cap was removed. A functional leak test was performed and no evidence of a leak was observed at the fill-port. The product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The leak was from the level of the filling port. This occurred during filling of fluorouracil diluted with glucose. The initial fill volume was 240ml. There was no patient involvement. No additional information is available.